Manufacturer narrative:
Manufacturing site evaluation: waiting for product return and/or additional info.

Event description:
Country of complaint: (B)(6). The suture was found in pt's body (rectus abdominis muscle) after 1 year of operation. Pt underwent first c-section on (B)(6) 2012. Both monosyn c0022037 and c0022025 were used to close the rectus during the first c-sec. And the following year she underwent second c-sec on (B)(6) 2013, a strand of suture was discovered in pt's body at rectus. Doctor used both monosyn 0 and monosyn 3/0 for closure of rectus. Unclear which size suture was found.